Manufacturer narrative:
Patient information was requested but not provided. The third party service personnel confirmed the reported issue. Sp replaced the device's system sensor board to address the issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all event medical quality specifications. The manufacturer's investigation is ongoing. Event medical will submit a supplemental if additional information becomes available.

Event description:
Event description: the initial reporter located outside the u.s. Reported that while in use on a patient, the oxygen (o2) high pressure zero offset failed on evolution ventilator . The patient was placed on an alternate ventilator with no injury reported. Manufacturer narrative: patient information was not provided. The third party service personnel confirmed the reported issue. Sp replaced the device's system sensor board to address the issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all event medical quality specifications. The manufacturer's investigation is ongoing. Event medical will submit a supplemental if additional information becomes available.